Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks in the middle of the night due to noise that was being oversensed. This occurred on two different occasions. The patient was seen in the clinic and a gurgling test was performed in which there were observations of noise however, no shocks was observed. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks in the middle of the night due to noise that was being oversensed. This occurred on two different occasions. The patient was seen in the clinic and a gurgling test was performed in which there were observations of noise however, no shocks was observed. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks in the middle of the night due to noise that was being oversensed. This occurred on two different occasions. The patient was seen in the clinic and a gurgling test was performed in which there were observations of noise however, no shocks was observed. At this time, the system remains in service. No additional adverse patient effects were reported.